Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. According to new information received, it was identified that this complaint event has no longer reported in us so submitting downgraded MDR. Please cancel mfg report number 2249723-2025-0000632 in your database.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 event site name: (B)(6) hospital, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) has battery maintenance alarming. No one was harmed.